Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the tubing came loose from the quick release. It occurred with 1 set. No further information available.